Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed other complaints and found that a similar complaint occurred at other facilities. In these cases, the device was broken due to fatigue by repeated use. Therefore, omsc surmised that this phenomenon attributed to fatigue by repeated use such as brushing the forceps elevator or attaching the distal end cover. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. Bending section rubber was leaked. Bending section wire was damaged. The insertion tube was slightly bulging. Button 1 was scratched. The light guide tube was slightly kinked. Angulation system was insufficient. Ccd lens was slightly scratched. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the forceps elevator wire of the device was broken and the distal end was perforated. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.